Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the head of medical device reprocessing unit that the teeth on the broach are visibly chipped/fractured . Damage was not noticed in the operating room.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d10, e1, e2. E3, g3, g4, g7, h1, h2, h3, h6, h10 d4: UDI # (B)(4) the complaint is confirmed. Visual evaluation of the returned instrument shows repeated use and some of the teeths were fractured. Dimensions were measured and found to be within print specification. Review of the device history record(s) (zb and supplier) identified no deviations or anomalies during manufacturing related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.